Event description:
Register nurse contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. Patient did not calibrate according to user guide recommendations. The patient inserted the sensor on patient arm. Register nurse did not report injury or medical intervention.

Manufacturer narrative:
(B)(4).